Event description:
Customer reported: tube was more flexible and had difficulty placing tube. Obturator was not used in the placement of the tube. The info provided suggest that decannulation and recannulation was required. Customer confirmed no add'l harm to the patient.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the mfg site for analysis.